Event description:
The affiliate alleged the customer reported elevated total beta human chorionic gonadotrophin (tbhcg) results for two patients involving unicel dxi 800 access immunoassay system. This report refers to pt number one referencing system serial number (B)(4). The elevated results did not correlate with the pt's clinical condition and were discordant to retest results from an alternate unicel dxi 800 access immunoassay system. The elevated results were released out of the lab. Amended results were reported to the physician. There was no report of pt injury or change in pt treatment associated with this event.

Manufacturer narrative:
On (B)(6) 2008, the customer performed a full system check and it failed all portions. The customer disassembled the peristaltic pump and discovered two peri-tubings were flattened and kinked, and one peri-tubing was flattened and perforated. The customer replaced all peri-tubing and successfully passed system check and quality control (qc). The customer requested a supply of peri-tubing to enable a weekly routine pump tubing changes and requested priority replacement of their peristaltic pump assemblies on both unicel dxi 800 access immunoassay systems. Weekly peri-tubing replacements were sent to the customer and replacement of peristaltic pump was performed. The customer stated all total beta human chorionic gonadotrophin (tbhcg) samples from (B)(6) 2008 were retested. There were only three erroneous results generated. The customer began processing all tbhcg samples in duplicate on the alternate unicel dxi 800 access immunoassay system, serial number (B)(4). This reportable event was identified during a retrospective review of product complaints conducted from (B)(4), 2008 through (B)(4), 2010 for add'l reportable events. This medwatch report is related to mdrs: 2122870-2011-03442, 03445 and 03446.